Event description:
It was reported that an ilet user experienced hypoglycemia with a cgm sensor reading of 39 mg/dl overnight, expressed concern about discrepancies between displayed insulin on board and insulin history, noted limited dinner dose adaptation, and reported high correction dosing after a two-hour disconnection for tennis, without indication of device malfunction. Symptoms included hypoglycemia with nocturnal sweating and confusion. Outcomes included no reported injury requiring medical intervention and no hospitalization. Investigation included complaint handling, technical review, and user education on insulin on board display behavior, adaptation criteria, exercise disconnection considerations, cgm target settings, and the effect of delayed absorption and fill cannula on learning. Investigation of this case revealed device performance consistent with design, with iob reflecting meals and corrections over four hours, adaptation dependent on glucose being near target four hours post-meal, and user factors such as prolonged disconnection, meal composition, and timing likely contributing to the event. It was concluded that the device operated as intended and that the hypoglycemia and dosing perceptions were attributable to use conditions and physiological response rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.